Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's ins loses charge on a frequent basis. No steps were taken to resolve the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient would charge the ins and run the stimulation around a level of 6 or 7, however sometimes by the end of the day the stimulation had turned itself down to a level of 2. Patient was using group a with programs 1 and 2. Agent walked patient through checking their settings. Agent had the patient go into program 1. Patient saw that the stimulation was set to 2.6. Patient increased the stimulation to 7. Agent had the patient go into program 2. Patient saw that the stimulation was set to 6. Patient increased the stimulation to 7. Patient did not see the icon for adaptivestim in the programs, so agent understood that the patient did not have adaptivestim programmed/enabled on their device. Patient noted that they had just charged their ins to 100%. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.